Manufacturer narrative:
(B)(4) needle detached.

Event description:
It was reported to boston scientific corporation that during a sling insertion, anterior repair/cystocele colporrhaphy procedure using an unspecified capio suture capturing device, the needle separated from the capio polypropylene 48-inch size 0 suture, inside the patient. The patient did not experience any complications as a result of this event and was discharged home the same day.